Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing resulting in the ventricular rate being greater than the atrial rate. Subsequently the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that therapy was exhausted in the vt zone. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.